Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported, more specific than to what was previously reported, was that the patient used a dose rate 2.8ml / day in the final stage. "The instructions given by the highest standards on the pump flow rate of 0.9ml / day, if the rate is over 0.9ml/day, it will accelerate battery depletion".

Manufacturer narrative:
The pump was noted to have infused ¿mafei¿ 10 mg/ml at a dose of 45. 059 mg/day. Analysis revealed that the pump was running at a very fast rate. The initial printout noted that the pump would reach eri in <(> <<)> 1 month and this was due to motor revolutions. The current motor revs was 36518. The trip point for eri motor revs wa 37558 and eos motor revs is 40000. The pump passed all non-destructive testing. No anomalies were noted in pump logs. In conclusion, the device met specification through analysis.

Event description:
On 2016-06-23 the representative further reported in regards to the cause of the patient's symptoms reported that this was due "to the patient's pump is overdose, operation of motor at high speed long-term and lead to early battery depletion." The patient "had replaced the pump (not mdt device), two weeks after the operation" there was no complication, the pain was controlled well, but due to disease progression, the patient died two months ago at home. Reportedly an autopsy report would not be available. The date of death was unknown as the availability of a toxicology report being available as the families were in grief and refused to communicate. The death was not thought to be related to the implanted pump system and/or therapy. Clarification was requested regarding the "pump is overdose" statement to which it was further provided that it meant "morphine which in pump was overdose."

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving morphine 10mg/ml at a dose of 2.8 "ml/day" via an implantable pump. The mode was reported as continuous mode. It was reported that the patient recently reported, event date reported as (B)(6) 2016, that the therapy had a poor effect on the symptom of rigidity. The patient questioned the pump battery life time. It was found that the pump flow rate was clearly beyond the normal flow rate combined with the dosage of the patient to determine. As reported, the battery life would be shortened. This was explained by the representative to the patient but the patient had "no respond". The type of battery depletion was reported as unknown. There was report that the patient was impacted, troubleshooting occurred on (B)(6), and related to the device. A request was made for the further translated details of this information. There was also information provided "post-operative" noting 50% or greater symptom reduction had not occurred post-operatively but it was unclear if this was related to the pump system or another implanted system such as "stim/mgu/dbs". This was also requested for clarification. It was reported that there was a package abnormality before opening, the device was inspected prior to use, and there was no abnormality found. No specifics were provided regarding the abnormality. The product was implanted and there was no patient impact. It was unknown if this event was related to the device. Additional information was also requested to clarify the product involved and details of the packaging issue. The patient's medical history included dystonia and the patient's concomitant medications were not known.

Manufacturer narrative:
Lot #: ngv483892h. Placed in serial number location verses lot number. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(4) 2016, additional information was received that clarified the initial event details reported. It was now clarified that there was no issue with the packaging. The previously report of ¿post-operative¿ noting 50% or greater symptom reduction had not occurred post-operatively (unclear if this was related to the pump system or another implanted system such as ¿stim/mgu/dbs¿) was confirmed to be incorrect information. This information did not apply to the current event. The patient did not have another system implanted. Reportedly, the patient was not alleging premature battery depletion. In context to what was previously reported, ¿unknown¿ battery depletion, it was also unknown if the physician determined if the battery depleted normal and as expected per programming. The patient impact was reported now as ¿8737-40¿ and was to be returned for analysis. The status of the pump and related of the device to the event was reported as ¿unknown.¿ the patient¿s current status was stable. In regards to the pump being explanted or planned/scheduled for explant it was reported also as unknown. However, the product was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.